Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2023, it was observed that the atrial lead impedance exceeded 3000 o, and noise contamination was observed in the ventricular lead. The pacemaker is currently operating in vvir mode. A re-intervention was performed on 10 february 2023 and both leads were discarded.

Manufacturer narrative:
Since neither the subjected lead nor any programmer files were available for analysis, the reported observations can neither be confirmed nor excluded. This case is retained and utilized for trending purposes.

Event description:
Reportedly, on (B)(6) 2023, it was observed that the atrial lead impedance exceeded 3000 o, and noise contamination was observed in the ventricular lead. The pacemaker is currently operating in vvir mode. A re-intervention was performed on (B)(6) 2023 and both leads were discarded.